Event description:
The service report shows the customer reported that an 840 ventilator had an erratic gui display. The device was not being used on a patient when the event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests.

Manufacturer narrative:
(B)(4).